Event description:
Baxter (B)(4) received a report that a basal/bolus infusor had no flow during patient use. The device was filled with a solution of fentanyl citrate, droperidol and levobupivacaine hydrochloride. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. The batch review revealed that all of the acceptance criteria were met to release the lot. This device is manufactured for distribution outside of the united states and does not have a 510(k) number.